Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.